Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, ' buttons on keypad not responding' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad buttons were not working as expected . Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum had an issue of keypad not responding. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.